Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow-up, a decrease in the battery longevity of the device was observed. Technical support was contacted and it was suspected that the programmer overestimated the longevity at the previous follow-up. No intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.